Event description:
It was reported that a revision surgery is scheduled to address a failed saddle prosthesis. While reviewing the surgeons request for custom pelvic implant and femoral head to mate with an existing link size 2 cemented. Femur, linkbio became aware of the failed link saddle prosthesis. On 2020-12-21, linkbio was notified that the original surgery. (Lt hemipelvectomy and reconstruction) was performed on 2012-04-21 in vancouver, canada. The original surgical report only. Mentions that a size 2 femoral component and a 100 mm body and saddle prosthesis were implanted, and the patient reported. Failure "about 2-3 years post implant (felt a clunk)".

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
It was reported that a revision surgery is scheduled to address a failed saddle prosthesis.